Event description:
During an attempted central venous port placement, the guide wire that was being used broke off while inside the patient. X-ray was present in the room and surgeon was able to confirm with x-ray imaging that she was able to remove the guide wire without harm to the patient.